Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. However, during troubleshooting, all xdcr tests passed, and the log files did record an xdcr fault, low pip, low ve, and high rate. Exhl diff press xdcr cal failed at 3 cmh2o after performing xdcr cals. The ""a"" main pcb and eeprom 29415-001a are preferred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was having an alarm transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.